Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a broken plunger rod. The following information was provided by the initial reporter:the upper end of the needle core is broken.

Manufacturer narrative:
H6: investigation summary: one photo received for investigation, upon visual inspection of the picture provided it can be seen the plunger of the 50ll syringe is broken at the thumb press. A device history review was performed for the reported lot 2011022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associate with damage or hit on plunger during manufacturing process or transport as the broken piece is inside the blister. The areas where pieces run in manufacturing area are protected to avoid damage on product.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a broken plunger rod. The following information was provided by the initial reporter: the upper end of the needle core is broken.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced a broken plunger rod. The following information was provided by the initial reporter:the upper end of the needle core is broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.